Event description:
Affiliate reported that at the completion of the surgical procedure, the surgeon attempted to remove the pattie from the surgical site. The pattie string was dislodged leaving the pattie in the situ. Surgeon was unable to locate the pattie. Surgical site was closed without locating the pattie. A CT scan was performed post operatively - the pattie was unable to be seen on the CT.

Manufacturer narrative:
It has been communicated that the device is not available for eval. Without the device, it is not possible for codman to conduct a proper investigation. Since a lot number has been provided, a review for the mfg records will be reviewed. We anticipate that the eval will reveal that the device conformed to specs prior to release. If anything otherwise is found, then a f/u report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a f/u report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.